Event description:
The infection control department cultured 2 chest tubes in sterile package from the cicu as part of our surveillance and follow-up for monitoring infection rates.one of the two has positive microbiology findings.